Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There were two (2) notifications (B)(4) noted for cracked hubs occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates on lot # 9231336. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (insulin syringe, needle hub separates) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 relion® insulin syringes had issues with hub separation during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes from this box when removed needle shield needle hub goes with shield. Has only used about 1/4 of the box so far".